Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited intermittent noise and oversensing which resulted the inappropriate storage of non-sustained ventricular events and pacing inhibition with a duration of greater than 2 seconds. A full in-clinic evaluation of the lead was subsequently performed and all measurements were stable. The patient will continue to be monitored with more regular device transmissions via the remote monitoring system. The system remains in service. No adverse patient effects were reported.